Event description:
It was reported that the patient had presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After software was downloaded, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.